Event description:
The customer reported having unexplained low blood glucose the day of call. The customer stated that her glucose dropped to 47 mg/dl, and the paramedics were called. The customer stated that she had checked her glucose level and the blood glucose meter showed 500 mg/dl. The customer then delivered 4.0 units of insulin for correction. Troubleshooting was performed. The customer stated that she was treated with an insulin drip in the ambulance. The customer's most recent glucose reading was 200 mg/dl. The programming time, and date were correct. The customer stated that there is more insulin in the status screen than the reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.